Manufacturer narrative:
Correction(s): from adverse event to adverse event and product problem. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, fracture, filter embedded, diff to retrieve (components in caval wall), chest pain'. Cook will reopen its investigation if further information is received. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported chest pain is directly related to the filter and unable to identify a corresponding failure mode at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to multiple trauma, including pelvic fracture, as a result of a motor vehicle accident and at high risk for dvt and pe. Plaintiff is alleging fracture, ivc filter embedded, multiple attempts required to retrieve filter, and chest pain. Patient alleges two unsuccessful attempted retrievals, on (B)(6) 2010 and on (B)(6) 2010, followed by mostly successful retrieval on (B)(6) 2016. Patient alleges that a tiny metallic fragment of the ivc filter strut was retained in the caval wall and could not be retrieved on (B)(6) 2016.

Manufacturer narrative:
Based on the initial information provided, the subject of this complaint was originally believed to have been manufactured by (B)(4). The initial information was previously submitted by william cook europe under reference # 3002808486-2016-00299. The investigation was reopened and concluded on 26 october 2016 confirming the device was manufactured by cook incorporated. (B)(4). Evaluation: the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 at (B)(6) hospital in (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.